Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to 704530 and 704545 the hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) did not load properly per the staff. It was noticed that the seal looked not centered. It was hard to squeeze the 2 blue wings. The device was not used on the patient. An additional hsk-3038 was opened and it too did not load correctly, a third hsk-3038 was opened and loaded properly, (the third hsk-3038 was a different lot #). No harm to the patient.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 10/18/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the end of the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety on which prevents the white plunger from being depressed. The seal was visible in the loading device window. The seal was observed to be slightly cracked on the outer rung of the seal. The delivery device was removed from the loading device with no physical or visual difficulties. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There was a crack on the outermost rung of the seal. No other visual defects were observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed as well as the analyzed failure "crack;seal" was observed. The lot # 3000260277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.